Manufacturer narrative:
Batch review performed on 20 november 2017. Lot 157515: (B)(4) items manufactured and released on 11 january 2016. Expiration date: 2020-12-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of recurrent dislocation. The surgeon swapped the liner since it dislocated from the head (non-medacta product). The surgery was completed successfully.